Event description:
An optometrist reported that a patient presented with folds and wrinkles in the corneal flap in the left eye, three days following lasik surgery. The patient reported blurred vision. A flap lift and rinse procedure was performed. In a follow up, the technician reported that a bandage contact lens was placed following the lift and rinse procedure. The blurry vision was caused from the bandage contact lens. The patient returned for follow up, and the event had resolved. No further information is expected.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will e filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).